Event description:
The consumer stated that her daughter used two tampons and they came apart upon removal.

Manufacturer narrative:
The DHR was reviewed and the product was found to be made to specification. No anomalies were recorded to coincide with the reported event. Information from this incident will be included in our product complaint and MDR trend analysis.